Event description:
It was reported that pump malfunction occurred, showing malfunction code and fault ID but with no notable events prior to the issue. There was no reported impact to the customer¿s blood glucose level. Technical support guided caller through resetting pump, confirmed malfunction did not recur after reset, advised that pump use could continue, and instructed caller to call back if malfunction happened again, which caller understood.